Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter) contacted lifescan (B)(4), alleging that the patient¿s onetouch select simple meter displayed inaccurate high results compared to feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at approximately 12:00 pm, 2 hours after the patient had a meal. The patient obtained alleged high blood glucose reading of ¿18 mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with novomix flexpen insulin (14 units) administered on a sliding scale and her normal readings range from ¿7 mmol/l¿. The reporter stated that no other blood glucose tests were performed after the inaccurate high result of ¿18 mmol/l¿ and at approximately 21:00 pm, the reporter confirmed administering to the patient an increased dose of novomix flexpen insulin (16 units). On (B)(6) 2018 at approximately 3 am, the reporter mentioned that the patient woke up reporting symptoms of ¿feeling like falling somewhere and trembling¿. The patient¿s blood glucose level was checked, obtaining a result of ¿6,5 mmo/l¿, with the subject meter. The patient ate some sugar in response to the alleged symptoms and felt better afterwards. The reporter denied using any other devices to test the patient¿s blood glucose. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The patient did not have control solution to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.